Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 14.3 mmol/l at the time of the incident. The customer reported a scratch on the bottom middle of the screen. The customer stated that they cannot read the display. The product was returned for analysis.

Manufacturer narrative:
The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay texture damaged.